Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received without the original packaging, in used condition, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. During the functional testing, the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. The complaint was not confirmed. No root cause could not be determined since the complaint was not confirmed. No action was taken since the complaint was not confirmed.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the customer used two pumps. Both pumps issued a "no disposable, clamp tubing" alarm during the use of it. Then, for each pump, the user changed the cassette to another one. After that, the alarm was settled. There was no patient, or clinician injury associated with this event.